Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforated. The lp was removed and a transvenous pacemaker was implanted. The patient was in stable condition.